Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom part of the bristles fell off brush head while brushing teeth [device breakage] no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, the bottom part of the bristles of the oral-b power oral care refill fell off. The report stated this had never happened before when the same brush head type had been previously used. No symptoms developed.